Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient became symptomatic when running the 24 hour autocapture threshold test. The test was performed in-clinic and the patient confirmed that they were feeling something similar to palpitations during the test. No additional information was reported.